Event description:
The accounts maintenance alleged when he lowered the head using the CPR release the bed continued to go into trendelenburg even though he let go of the CPR handle. He replaced the head motor but the issue remains.

Manufacturer narrative:
The accounts maintenance adjusted the CPR cables to repair the bed.